Event description:
It was reported the patient died 6 days after device implant with cause of death per the pathologist noted as cardiac arrhythmia secondary to focal myocardial hypoxia due to hypoxemia induced by pulmonary embolism. Follow up with coroner reported cause of the pulmonary embolus had nothing to do with the device system or device procedure. "The patient was inadvertently given his gastrostomy feeding via his venous system. Upon viewing the patient's blood under a microscope, there were many particles and food cells in his circulatory system which wound up causing the pe."

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient died 6 days after device implant with cause of death per the pathologist noted as cardiac arrhythmia secondary to focal myocardial hypoxia due to hypoxemia induced by pulmonary embolism. Additional information has been requested and not received.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) battery depletion-normal.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) battery depletion-normal. (B)(4) no anomalies found, outer insulation cosmetic cut, blood in/on helix/lobe mechanism, apparent explant damage. Full lead returned and analyzed.